Manufacturer narrative:
The device was further evaluated by physio control. Physio control verified and was able to duplicate a reported issue. It was determined that the root cause was the prematurely discharged primary battery pack. Further root cause is unable to be determined. The customer was provided with a replacement battery. A proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
A third party service agent contacted physio control to report that their customer's device had experienced sudden battery depletion. Upon initial evaluation, physio control observed that the downloaded data showed that the device's battery had suddenly depleted during its daily automated self-test. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A third-party service agent performed an initial evaluation of the customer's device and verified reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third party service agent contacted physio control to report that their customer's device had experienced sudden battery depletion. Upon initial evaluation, physio control observed that the downloaded data showed that the device's battery had suddenly depleted during its daily automated self-test. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient use associated with the reported event.